Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that there was a replace battery warning in the pump history but no low battery warnings were recorded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/14/2014 with the following findings: during investigation, the pump¿s black box and alarm history was reviewed and showed a replace battery alarm on 01/03/2014. No low battery alarms were observed. During testing, the pump was exercised for 24 hours with no battery alarm or warning occurring. The battery alarms and warnings were stimulated during testing and the pump gave the proper alarm/warning at the correct threshold. Unrelated to the complaint, the display was found to be discolored. The history settings issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.